Manufacturer narrative:
In box b: describe event or problem was incorrect in the previous report. The correct one will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third party service center for evaluation. During the evaluation, the device was visually inspected and no visible foam particles were observed. Additionally, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, device serviced by 3rdp?, device avail. For eval? (Rfb), device available for eval?, date returned to mfg are updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid are updated in this follow-up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for evaluation. During the evaluation, the device was visually inspected and no visible foam particles were observed. Additionally, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.